Event description:
It was reported that, during a meniscus suture procedure, the t-implant of a fast-fix 360 was not deployed successfully. The procedure was resumed using an equivalent s+n back up. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with batch number 2150417 on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. An evaluation of the image provided by the customer found the shaft and tip of the insertion device; however, the anchors are not visible. The packaging is next to what appears to be a piece of suture. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.